Manufacturer narrative:
The pt identifier, age, weight and gender were not available.

Event description:
It was reported the magnum2 knotless implant deployed prematurely. A new implant was placed in the same bone hole and the procedure was completed successfully. No pt complications were reported as a result of this event.